Event description:
It was reported via a call from the coroner's office that they were attempting to confirm the identity of a patient who was implanted with a vns device. The patient's name and device information was confirmed. The coroner stated that the preliminary autopsy notes that the patient "was found in his unlocked one room apartment in rooming house. He is in a decomposed state. A subcutaneous pacer observed and seizure medications found in room." The preliminary autopsy notes that the cause of death is pending further study. The autopsy is not completed at this time, however, the manufacturer is to be notified of the results when completed. The explanted lead and generator have been returned to manufacturer where analysis is underway. Further follow-up with the patient's treating neurologist revealed that the physician does not manage the vns device and only manages the patient's seizure medications. The nurse was not aware of the name of the physician who does manage the patient's device, and attempts to obtain this information from the neurologist have been unsuccessful to date. There is no programming or diagnostic history available to the manufacturer. The nurse stated that the patient was seen last on (B)(6) 2010, where the physician noted that the patient was "fine" at that time. A sudep evaluation performed by the manufacturer has preliminarily determined the death to be possible sudep.